Event description:
Boston scientific received information that this pacemaker, right atrial and right ventricular leads were explanted due to an infection. It was also noted that the pacemaker had eroded though the skin and was exposed, likely due to the patient falling. A new system was implanted on the opposite side. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.